Event description:
Per rn (B)(6), "pt has been admitted with a stroke, the docs are concerned because of the recent reports of contaminated supplies from veletri pts" per rn pt reported specks floating in her bag after mixing. (B)(6) clarified what she means by "contamination". I had a pt bring his extension set into clinic still packaged. There was something dark in it, almost like a piece of dried grass. He also had a syringe that showed black specks floating in it when he pulled up his diluent, along with the specks noted in the cassette. It looked to be between the bag and the plastic case, but another pt reported specks floating in her bag after mixing up her flolan. Communication was spontaneous. Reported to (B)(6) by health professional.